Event description:
It was reported that during an abdominal aortic aneurysm performed on (B)(6) 2012, blood leaking occurred from the whole surface of both graft legs. No leak was observed on the main body. The graft was replaced by another one, and the surgery was prolonged by three hours. There was no injury reported.

Manufacturer narrative:
Fragments of the complaint device were sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to the procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.